Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025 prior to going swimming. On (B)(6) 2025, the patient got an alert that the sensor failed during the warm-up period. Upon sensor removal, the sensor wire was missing from the sensor pod. The patient reported noticing a bump at the insertion site that looked like a pimple, and he experienced pain in that area. On (B)(6) 2025, follow up contact was make with the patient to confirm whether he pursued medical assistance. On (B)(6) 2025, the patient visited an urgent care facility where an x-ray revealed no indication that the sensor wire was lodged beneath the skin. He was prescribed a course of oral antibiotic medication (amox-clav 875 / 125 mg, duration not specified). At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.